Event description:
It was reported patient was feeling tingling in their stomach that was making them sick when therapy was on. Programming was not able to resolve the issue and therapy was turned off. Next course of action is undetermined at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.